Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Patient reported that when they had the implant put in, they had it implanted "up real high and it flipped over so it wasn't charging so they had to take it out and put it lower in my back, and it was fine for a year.